Event description:
It was reported that patient had the pump removed due to infection. Reporter indicated this was a previous pump that was implanted approx. 3 years ago and was removed after a week due to infection (manufacturer device registration system noted that patient only had one previous pump that was implanted on (B)(6) 2012 that was explanted on (B)(6) 2014, and no pumps prior to this). Pump had morphine 10 mg/ml in it running at 0.75 mg/day. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: pump, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n322028, implanted: (B)(6) 2012, product type: accessory. (B)(4).